Event description:
It was reported that during interrogation, the pulse generator went into backup vvi mode. The device was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.